Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and bilateral common iliac artery aneurysms (ciaa). The aaa was treated with a gore excluder aaa endoprostheses (rlt261418/(B)(6). Computed tomography angiography (cta) this date determined the aaa maximum diameter measured 68mm, the left common iliac artery aneurysm (lciaa) maximum diameter measured 60mm; and the right common iliac artery aneurysm (rciaa) maximum diameter measured 45mm. The lciaa was treated with a pxc141400/14007774 and a pxc141200/ (B)(6) with embolization of the liia. The rciaa, the ipsilateral side was extended with a pxc141200/13972402 with coil embolization of riia. The patient is reported to have a maximum infrarenal neck angle of 75 degrees, a proximal landing zone diameter ranging 23-19mm. The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2015. On october 19, 2015, follow-up computed tomography angiography (cta) reports the maximum diameter of the aaa measured 63mm, the maximum diameter of the lciaa measured 41mm and the maximum diameter of the rciaa measured 53mm. On october 6, 2023, follow-up cta reports the maximum diameter of the aaa measured 40mm. No diameter measurement for the lciaa or rciaa were provided. No endoleaks post implant have been reported for the patient. On april 9, 2024, it was reported that the patient presented to the emergency room of a different hospital with a ruptured abdominal aortic aneurysm requiring treatment. This same day (approximately 2 hrs. Later) the patient was transferred/admitted to the treatment facility and was diagnosed with a retroperitoneal hemmorrhage and atrial fibrillation with rvr (hcc) and was on apixaban therapy. Cta was performed and showed a large pelvic hematoma likely arising from rupture of a newly expanding aortic rhythm sac status post pervious endograft repair. Surgical intervention is possible, the patient is being monitored in the intensive care unit (ICU).

Manufacturer narrative:
Patient medical history includes but is not limited to: hypertension, afib patient medications include but are not limited to: biotin, cetirizine, vitamin b12, flexeril, ferrous gluconate, lasix, femara, toprol xl, oxycodone, pantprazole, rivarosaban, zoloft, ultram, verapamil, tramadol, verapamil. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.